Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual inspection was performed on the returned guide wire. The reported physical property issue was confirmed. Additionally, it was noted that the ribbon coils were detached from the proximal solder joint and were unraveled. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
It was reported that during an iliac artery intervention, while advancing the 300 cm hi-torque supra core guide wire through the sheath, a sharp section on the coils of the wire outside of the anatomy, was noted. The wire was removed without issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. Another 300 cm supra core was used to complete the iliac intervention. Device analysis revealed that the ribbon coils were detached from the proximal solder joint and were unraveled. No additional information was provided.